Event description:
It was reported the cutting wire on this device broke during an endoscopic retrograde cholangiopancreatography procedure. The following day an x-ray revealed a micro perforation in the pt's common bile duct. The pt was sent to surgery for removal of the gallbladder. Sometime post procedure, the pt was diagnosed with pancreatitis and subsequently developed respiratory failure. No further details regarding the circumstances surrounding this event are available. Should further details become available, a supplemental report will be filed. The device has not been returned by the user facility. Therefore, no failure analysis is available. F/u had indicated the ercp procedure had been completed successfully and the pt was discharged four hours post procedure. Therefore, the exact cause for the pt's complications cannot be determined.